Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and button were not registering a couple of times. Customer's blood glucose level was unknown. Customer also stated that they change sets to clear error and there was crack outside of reservoir casing and on top where cartridge goes for insulin. The insulin pump will not be returned for analysis.